Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report error 146 that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and multiple screen error alarms and firmware errors were observed. The reported event of an error icon displayed was confirmed. A root cause could not be determined.